Event description:
It was reported that the patient's ins was repositioned and she was doing great and charging now with 8 bars.

Manufacturer narrative:
Product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was getting good coupling, about 6 bars, but then it went away after a short while. The reporter indicated that the patient had recently lost 200 pounds. Due to the loose skin in the pocket, the pocket was going to be revised. If additional information becomes available, a follow-up report will be submitted.